Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's misunderstanding or erratic results.

Event description:
Consumer complaint of erratic blood glucose results. Expected fasting blood glucose test result range is 100 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time of the call on (B)(6) 2015. Storage of product is not verified. Test strip lot MFR's expiration date is 03/13/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/ time not set): 117mg/dl (B)(6) 2015 07:00pm; 107mg/dl (B)(6) 2015 07:40am; 194mg/dl (B)(6) 2015 07:23am; 112mg/dl (B)(6) 2015 07:15pm; 138mg/dl (B)(6) 2015 06:21pm. Adverse event not reported.